Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be intractable spasticity. It was reported that the patient was in the intensive care unit (ICU) with withdrawal like symptoms. There were no environmental, external or patient factors which may have led or contributed to the issue. The pump logs were read and no motor stalls were present. No actions/interventions were taken. It was unknown if the issue was resolved. The patient's weight was unknown. The patient's status at the time of the report was alive - no injury. No further complications were reported.